Event description:
Patient has been prescribed a dexcom g6 device and has had significant allergic reaction to the device. Since she is pregnant and a poorly controlled diabetic, there is concern that the area will become infected and result in extremely poor control of her diabetes.